Manufacturer narrative:
(B)(4): method: device history record reviewed for ncmr and CAPA. No product returned. Result: customer complaint could not be confirmed. Conclusion: no conclusion can be drawn.

Event description:
Healthcare professional reports attempting to run activated clotting time on pt on hemochron response coagulation system and act "around 400" seconds were displayed. The nurse aborted the test, removed the tube and noted that the blood was clotted. The nurse attempted to repeat the test and obtained second hemochron response coagulation system which passed electric quality control and both levels of liquid quality control and again the instrument displayed act "above 400 seconds without detecting a clot." The test was aborted and again the blood was already clotted. The doctor proceeded with the procedure without act results based on the amount of heparin already administered. No adverse event(s) reported.